Manufacturer narrative:
Complaint conclusion: during an unknown procedure, a palmaz genesis peripheral stent balloon burst. There was no patient injury. No additional information is available. The device was not returned for analysis. A device history review (DHR) of lot 15731843 presented no issues that can be related to the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During an unknown procedure, a genesis burst. There was no patient injury.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.